Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -7.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.